Event description:
It was reported that the patients spinal cord stimulator was no longer functioning as intended. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility.